Manufacturer narrative:
(B)(4). Report submission due date is (B)(6) 2018.

Manufacturer narrative:
(B)(4). Additional information received. Did the patient experience any adverse consequences due to this issue? No. Did the blade tip fall into the patient? No.

Manufacturer narrative:
(B)(4). Batch # p93789. Investigation summary: as the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. The lot and batch history records were reviewed and the manufacturing criteria were met prior to the release of this lot and batch.

Event description:
It was reported that during "a resection of posterior mediastinal tumor under thoracoscopy" procedure, the titanium tip broke. Changed to another device to complete the procedure.